Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with veptr on (B)(6) 2013. The surgeon replaced both sides of veptr (hybrid type) from size 12 to 13. The surgeon used two blue clips and four gold ones. On (B)(6) 2013, the patient visited the hospital as an urgent hospitalization, because the surgical incision dripped with pus. The surgeon took a debridement and an intravenous drip, so the patient became less severe. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a catalog number and a lot number was not provided.